Event description:
It was reported that during a follow up, 4 aborted shocks were observed due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.